Manufacturer narrative:
(B)(6).(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that, intra-op, doctor was attempting to place a spacer sized 12mm with 12 degree lordosis at the l5-s1 disc space. The implant was placed in the disc space. When he attempted to rotate the device the inserter played. This prevented the device from being rotated in the disk space. When doctor attempted to extract the implant it resulted in a large dura tear. The inserter is not strong enough to facilitate the rotation of the implant within the disc space as it is intended to do. The implant was left in. It was intact but not rotated correctly. The product came in contact with the patient. Patient complications reported.